Event description:
Reportable based on product analysis completed on 02-aug 2024 it was reported that hypotube detachment occurred. An angiojet solent dista catheter was selected for treatment. During the procedure, when thrombectomy was performed with the catheter, it did not function as intended after positioning. No patient complications were reported. However, returned device analysis revealed hypotube separation.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual, microscopic, and functional examination. The device revealed multiple bends and shaft kinks. The catheter was unable to prime, and the console issued an under-pressure alarm message. Additionally, a hypotube separation was observed at 24.7 cm from the tip.